Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were noted as two power on resets for critical ram parity error, occurred on (B)(6) 2008 18:18:42 and (B)(6) 2011 09:02:13. Additionally there was one patient alert for device circuit error on (B)(6) 2011 09:02:13.

Event description:
It was reported that the device had an electrical reset. The device was reprogrammed by clearing the message. The device remains in use. No patient complications have been reported as a result of this event.